Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device did not have enough pressure. This event occurred during set up. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dirt on k connector unit, gas leakage from the primary piping, damage on manifold unit, damage on electropneumatic proportional valve unit, damage on pressure reducer, and water leak in tube. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the reported malfunction: the dirt on k connector unit, damage on the manifold unit, defective pressure reducer, damage on electropneumatic proportional valve unit, and due to water leak in tube. The most probable cause of the findings is cause not established, which indicates that the investigation does not lead to a clear conclusion about the cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.